Manufacturer narrative:
(B)(6).

Event description:
It was alleged the speedscrew implant did not create proper suture tensioning. An additional bone hole was created and the procedure was successfully completed using an additional anchor.

Manufacturer narrative:
Visual inspection of the product found it to be fully deployed with both snare lines reeled thru the device and wrapped around the reels without clinical suture. The green snare line was broken without the snare loop and the broken loop was stuck inside. The complaint was verified, however, the root cause of the broken snare loop could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: use of incorrect suture, over tensioning of the suture. The instructions for use (IFU) provided with the device contains adequate warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Corrected (reporting contact facility name).